Manufacturer narrative:
(B)(4). Applications support manager provided surgery support on (B)(6) 2016. Another surgeon felt dlk was caused by opaque bubble layer (obl) causing lift to be stickier. Surgeon lifts were great and laser settings were optimal therefore, no changes were made to laser. Looking closer at combination of drops being used. Other 2 surgeons had no reports of dlk but used separate steroid and antibiotic drops and steroid 1 x every hour on first day post op. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that patients are experiencing diffuse lamellar keratitis (dlk) trace to stage 1. Patients were treated with topical steroids. All patients with dlk resolved.

Manufacturer narrative:
It was not mentioned in the original report that there was increased in topical steroids.